Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information indicated that the spinal cord stimulation (scs) patient experienced charging difficulties. Although troubleshooting was attempted, could not be resolved. As a result, a revision procedure was performed, during which the implantable pulse generator (ipg) was removed and replaced. The patient is recovering well postoperatively. Per facility policy, the explanted device was retained and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.